Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were some high rate variability episodes showing noise and oversensing noticed during a scheduled follow-up. This noise could be reproduced and x-ray revealed that the ventricular lead was possibly fractured near the pacemaker pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.